Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a CABG procedure they had a failure with the vasoview hemopro 2. The patient wasn't injured, and no material/debris was left at site. They identified the failure immediately, removed the product from field. Staff has to open another hemopro 2, to complete procedure. The complainant provided a photo. The heater wire is lifted.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11 the device was returned to the factory for evaluation on 03/04/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed ion the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. An investigation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed ion the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the photographic evaluation was well as the condition of the device as well evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000440981 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.